Event description:
It was reported that the customer was hospitalized due to high blood glucose. Caller stated that the customer was hospitalized due to insulin was not delivered. Caller stated that the customer is on dialysis and had a hard time feeling vibrate or hearing and he did not hear the insulin pump alarming and went high. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.